Event description:
Caller states that they tested at 347mg/dl and took 5 units of insulin as a result. Approc 90 minutes later customer began feeling tired and went to bed. Customer was tested while sleeping 3 hrs later at 551mg/dl and given 15 more units if insulin. Three hrs later customer was found unresponsive, but tested at 115mg/dl. The paramedics were called and tested customer at 46 mg/dl on their device 20 minutes later. Customer received a glucose shot from the paramedics and was given a glucose IV after being transported to the hosp. No quality controls were used. Requested return of suspect device and replacement was sent.